Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/23/2017 with the following findings: there was a verified call service 78 alarm in the pump's black box during the rewind step on (B)(6) 2017. The pump was run for a 24 hour duration test with no alarms duplicated. The alleged issue could not be duplicated during the investigation.